Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
This was determined reportable per edwards lifesciences procedures. The information was received from the device implantation data card completed by the hospital or staff and returned to our implant patient registery. No response was received from the surgeon despite our repeated attempts by email on 04/28/2009 and 05/06/2009 for additional information and return of product for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is available.